Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection, which identified a crack in the syringe that would have resulted in the reported leakage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the investigation results, the reported issue was confirmed, but a root cause could not be established. Complaint information will continue to be monitored for any new information and future actions will be taken accordingly.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during use, blood gushed out of the syringe. The operator of the device was a health professional, and the event occurred in late nov-2024 at the hospital. There was patient involvement, and no patient harm/adverse event reported.